Event description:
Device 1 of 6. Reference MFR. Report#: 1627487-2012-06275. Reference MFR. Report#: 1627487-2012-06276. Reference MFR. Report#: 1627487-2012-06277. Reference MFR report#: 1627487-2012-06278. Reference MFR. Report#: 1627487-2012-06279. It was reported, the patient experienced and infection at the lead and ipg site. As a result, the patient's scs system was explanted. The infection is being treated with IV antibiotics. The patient is doing fine at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.